Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. Supplement is to update this report based on bench testing performed by intera. The device demonstrated normal flow initiation and passed all functional tests. The complaint allegation was not observed during testing. The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device passed all functional and performance tests prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. An intera clinical specialist was on site to assist with the case but was unable to initiate flow in the device after performing the troubleshooting steps. They were able to prep and implant a second device but the surgery was delayed. The clinical specialist reported that a second fluid warmer was used for the second pump and that the initial pump was able to form a bead when placed in the second fluid warmer, indicating that there may have been an issue with the initial fluid warmer.

Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. A supplemental report will be filed upon completion of the testing. The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device passed all functional and performance tests prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. An intera clinical specialist was on site to assist with the case but was unable to initiate flow in the device after performing the troubleshooting steps. They were able to prep and implant a second device but the surgery was delayed. The clinical specialist reported that a second fluid warmer was used for the second pump and that the initial pump was able to form a bead when placed in the second fluid warmer, indicating that there may have been an issue with the initial fluid warmer.